Event description:
It was reported that the user experienced hyperglycemia after a fiasp prefilled cartridge leaked within the ilet cartridge chamber, with blood glucose rising to 600 mg/dl despite changing the infusion set and resolving only after all supplies were replaced. Symptoms included hyperglycemia without loss of consciousness, dizziness, or diabetic ketoacidosis, and ketones were negative. Outcomes included temporary interference with insulin delivery and transient elevation of blood glucose outside the target range for several hours, without the need for medical intervention. Investigation included troubleshooting and user education, review of proper loading and infusion set steps, and assessment of the reported leaking cartridge component. Investigation of this case revealed a reported leak of the cartridge inside the chamber that was resolved by replacing the supplies, with no alerts or alarms reported. It was concluded that the event was consistent with hyperglycemia associated with a reported cartridge leak and that the device functioned as expected after supply replacement. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.